Manufacturer narrative:
The device referenced in this report has not yet been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during reprocessing of a visera cysto-nephro videoscope, the bending rubber was blown apart. There was no patient contact/impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation. The issue was confirmed, the bending rubber was broken/torn/ruptured and the metal was sticking out. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely external force was applied to the bending section. This issue is addressed in the instructions for use (IFU): "inspection of the endoscope clean and disinfect or sterilize the endoscope as described in chapter 5, ¿reprocessing: general policy¿ through chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Inspection of the endoscope: inspect the control section, video connector and light guide connector section for excessive scratching, deformities, or other irregularities. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. Inspect the external surface of the entire insertion tube for dents, bulges, swelling, peeling or other irregularities. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally rigid (see figure 3.2).".